Event description:
It was reported, "¿we got a new placement with corgrip sr but the patient pulled the tube out. We put in a new tube approximately 45 minutes later, but five minutes after placing a new tube, a big bleeding started from the nose and mouth and the oxygen saturation dropped massively. The patient pulled his tube / corgrip sr and since he had a delirium, it wasn¿t noticed that he already had a bleed. Due to this bleeding, the patient was intubated, had a bronchoscopy and a tamponade. The condition of the patient unfortunately worsened since the blood already had entered the lung." Per additional information received on 17jul2024, ¿patient is improving slowly, but they hope to extubate the patient later today or tomorrow.¿ per additional information received on 18jul2024, ¿patient was extubated yesterday and is doing fine.¿

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record and UDI are in-progress. All information reasonably known as of 05 aug 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Per additional information received on 16aug2024, complications were not due to the device. This complaint has been downgraded not reportable. No further information will be submitted regarding this incident. All information reasonably known as of 05 sep 2024 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
Per additional information received on 16aug2024, "the hospital has approached us and said that they did their own investigation, and the [ears, nose and throat] ent surgeon came to the conclusion that the complication / bleeding was not caused by corgrip sr."